Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esd (endoscopic submucosal dissection) procedure within the common bile duct, performed on (B)(6) 2012. According to the complainant, after advancing the resolution clip device to the target lesion, the clip assembly was not able to be opened or closed. The device was withdrawn, and then the procedure was completed using a second resolution clip device. No patient complications resulted from this event. The patient's condition following the procedure was reported as being stable. This event has been deemed reportable based on the investigation results; oversheath cut.

Manufacturer narrative:
(B)(4) for the evaluation finding of oversheath cut. A visual examination found that the device returned with a kink in the control wire and approximately 60mm cut from the distal end of the oversheath. Functionally, the clip assembly was able to be actuated and deployed with two distinct clicks being audible as per design. During actuation, the prongs opened to 11mm. Analysis of the incident device failed to confirm the reported event of clip assembly not able to "open or close". However, the evaluation revealed that the oversheath returned with approximately 60mm cut from the distal end. This damage likely resulted from anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational contact. Additionally, based on this finding, this event has been deemed MDR-reportable. A review of the device history record (DHR) was performed; no anomalies were noted.